Manufacturer narrative:
An investigation summary was performed. The visual investigation has shown that the returned implants (pfna nail and pfna blade) are badly damaged. E.g. The citrus-shaped hole of the pfna nail presents nicks and scratches; the pfna blade is jammed in the protection sleeve (356.818) and could not be disassembled. Furthermore the tip of the pfna blade presents heavy damages. The nose of the protection sleeves is compressed. The review of the production histories revealed that the returned implants and instrument were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. The review of the provided x-ray did also not allow for a conclusive statement regarding a possible failure reason. Visual inspection: jammed with pfna blade, the nose is compressed, deep scratches visible, DHR no findings dimension: could not be verified due to the damage incurred dcrm review: event adequately addressed. No definitive root cause was able to be determined. The type and extent of damage observed on the returned parts is, however, indicative of incorrect use; the protection sleeve was not aligned correctly to the pfna nail hole, subsequently applied excessive stress caused the jamming of the parts. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. The reported surgical delay and change in surgical plan have been captured in and reported under the medwatch for the pfna nail. The report for the protection sleeve has been assessed as a reportable malfunction only for fitting problems/mechanical jam. Device is an instrument and is not implanted or explanted. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the u.s. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 25, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a proximal femoral nail antirotation (pfna) procedure on (B)(6) 2016. During insertion, the pfna blade would not go through the nail. As a result, the pfna construct was removed and the patient implanted with a competitor¿s gamma nail. The procedure was completed with a seventy-five (75) minute delay. Post-operatively, the patient was noted to be fine. No additional information is available. Update: the reported blade was returned stuck inside of the protection sleeve. As such, the sleeve has been added as a complained device on this complaint. Concomitant device(s) reported: aiming arm (part/lot: unknown / quantity: 1) and insertion handle (part/lot: unknown / quantity: 1). This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Based on the results of the product investigation, this event was determined to be an adverse event that required intervention and a product problem. (B)(4). Clarification of product investigation: a manufacturing investigation was performed for the complained device (protect sleeve 16/11 f/pfna blade, part number 356.818, lot number 8883954). The subject device was received in a badly damaged condition. The pfna blade was received jammed in the protection sleeve and could not be disassembled. The nose of the protection sleeves is compressed. Furthermore, the tip of the pfna blade is heavily damaged. As previously reported, the review of the device history record revealed no findings that would have contributed to the complained event. Although the complaint condition is confirmed, no definitive root cause was able to be determined. However, based on the damages incurred it is probable that the protection sleeve was not aligned correctly to the pfna nail hole. Subsequently applied excessive stress during procedure caused the jamming of the parts. Evaluation codes were corrected from previous supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.